Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco pneumothorax procedure, after clipping the device loading unit fell into the patient cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted both tracks were disengaged in the cartridge. Since the clinical instrument was not received a pmv representative instrument was used for functional testing. Functionally; the clip tracks were reset in the cartridge and remained in position. The cartridge was loaded into the pmv instrument and was applied to the test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of disengaged clip track condition may occur during improper handling of the cartridge during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.